Event description:
Complainant alleged that while attempting to defibrillate a male pt in cardiac arrest, the device charged to 120 joules, pads and paddles placed, buttons depress but no energy delivered. Second attempt, no energy delivered, the device failed to discharge. Users performed CPR throughout event and the pt was transported to ER for treatment. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction. Complainant indicated that subsequent testing did not duplicate the reported malfunction.

Manufacturer narrative:
Zoll medical corp has not received the device for eval and this complaint is still under investigation.